Event description:
It was reported that the device was explanted in 2008 after 67 months of implant duration due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.